Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device had an overall general system failure.

Manufacturer narrative:
The customer requested assistance from a philips field service engineer (fse). Per the customer, the unit was experiencing general system failure. Due to the noted issue, the clock battery was replaced to return the device to normal working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the clock battery. The fse ordered and replaced the clock battery to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted